Event description:
It was reported that the patient presented in the emergency room due to an arrhythmia. Device interrogation revealed premature battery depletion causing no magnet response on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion was confirmed. The reported event of no magnet response was not confirmed. The device had normal output and normal telemetry. Electrical analysis of the device noted elevated current. Visual inspection of the header attachment area detected an anomaly. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.